Event description:
It was reported the pt felt heating at the lead site in his back while the scs system was on. The pt reported he planned on having the system removed because it was not working well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.